Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous report date returned and evaluation method code grid has been given wrong. In this report date returned and evaluation method code grid has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer-initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. Manufacturer also observed customers humidifier heater plate did heat. Manufacturer used a known good manufacturer supplied heated tube on customer¿s humidifier and verified the heated tube was operational. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Ui (user interface) knob broken. Sd card cover missing. Ls1 alarm buzzer broken and inoperative. Top piece laying on blower box top. (Not in airpath). Air inlet filter missing. Dust-like contamination inside humidifier enclosure and in water tank were observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 11 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Box b: adverse event/product problem, outcomes attributed to ae, box h: health impact grid, evaluation method code, evaluation results code and conclusion code grid has been updated.